Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012781710); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, an infold of the prosthesis up to node 4 was detected using fluoroscopy. The valve was deployed. Upon opening, it was quickly recognized that the prosthesis would not unfold further. The valve was recaptured and removed. A new system was used for implant.

Event description:
It was reported that during a transcatheter aortic valve procedure, an infold of the prosthesis up to node 4 was detected using fluoroscopy. The valve was deployed. Upon opening, it was quickly recognized that the prosthesis would not unfold further. The valve was recaptured and removed. A new system was used for implant. Additional information was received to confirm a procedural delay occurred as a result of loading the second system for implant.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Additional codes. Product analysis image review: two procedural static images were submitted to medtronic for review. The patient¿s executive summary was not provided for anatomical review. Images showed a fluoroscopic inspection was performed of the valve load and a misload was identified as a valve frame overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the device instructions for use, if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. It was reported that the misloaded valve was used for the procedure and during the implantation attempt an infold occurred in the valve frame. An infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the delivery system. The valve was removed from the delivery system and forwarded to the santa ana return product analysis lab. The valve was received in a heart valve return kit jar, fully submerged in a clear 0.2% glutaraldehyde solution. The valve was discolored, showing evidence of blood contact. The valve was received in a compressed state. All leaflets exhibited signs of desiccation, creases, and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the delivery system for an unknown duration. The leaflets were stiff yet slightly flexible. As received, all leaflets appeared open. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The inflow displayed an elliptical appearance. The valve was submerged in body-temp (approximately 37 °c) saline. The frame expanded; however, it retained a compressed state. It is possible that the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. Due to the received condition, a deployment simulation to evaluate against the alleged event cannot be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, an infold of the prosthesis up to node 4 was detected using fluoroscopy. The valve was deployed. Upon opening, it was quickly recognized that the prosthesis would not unfold further. The valve was recaptured and removed. A new system was used for implant. Additional information was received to confirm a procedural delay occurred as a result of loading the second system for implant.

Manufacturer narrative:
Corrected data: supplemental 001 was inadvertently submitted without indicating h2 - the report included additional information received as noted in the second paragraph of b5. And h3, the device was not received for analysis; however, procedural images were reviewed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.